Event description:
Healthcare professional (hcp) reports two incidents of pt reaction with the af-220 dialyzer. Incidents occurred on event date and three days later with the same pt. Approx twenty mins into each treatment, pt appeared flushed, experienced hypotension and a bloated abdomen, and complained of chills with no fever. Treatments were discontinued and blood was returned to the pt with no reported blood loss. After the first incident, pt was hospitalized to rule out myocardial infarction. After the second incident, the pt was administered solu-cortef and benadryl. Treatment was continued with a different membrane and the pt has dialyzed successfully since the second incident. Hcp reports that the pt's symptoms have resolved.